Event description:
The patient's implant card was later received, noting he underwent a battery replacement due to battery depletion. The explanted generator has not been received to date. No additional information has been received to date.

Event description:
Additional information was received that the generator was discarded and is unavailable for return. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient met with an ear nose throat doctor (ent) who noted that they can fix the patient's lead so that it is not shocking him all over his neck. The patient's mother also reported an increase in seizures. The patient has pain with stimulation in his neck, especially when head is turned to the side. Patient is being sent for a consult for a potential full revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Information was later received that the patient's diagnostics are within normal limits. The patient reports that the pain in his neck was more of a radiating sensation of the stimulation to the middle of his throat rather than actual pain. No other relevant information has been received to date.